Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead. The physician suspected ra lead damage, however, it is unknown if any anomaly was visually observed. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
Additional information was received indicating diagnostic imaging was not performed.